Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: what suture type was used? Vicryl what suture size was used? 4-0 when the event occurred, was the suture placed near the hinge of the clip? Yes were you able to lock the clip closed on the suture? No if yes after it closed, was the clip holding securely fixed on the suture? Was the applier checked for damage (jaws straight and aligned)? Yes, clip applier was fine what was the surgical procedure involved? Partial nephrectomy. Was this a robotic procedure? No can you identify the lot number of the product involved? Submitted already is the product available to be returned for evaluation? No if yes, to who and where can a return kit be send for recollection? Are the products available to be returned for evaluation? No if yes, to who and where can a return kit be send for recollection? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) (please refer to the attached mail) the manufacturing records could not be reviewed as the batch/lot number is unknown. Additional h11: was surgery delayed due to the reported event? Yes, if yes, number of minutes: 10, action taken when event occurred? Opened another package and continued the case, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, if no, explain: no fragments were generated, patient status/ outcome / consequences no, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? No, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study unknown, (B)(4), device property of hospital, device in possession of none. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a partial nephrectomy procedure on (B)(6) 2025 and suture clips were used. During the procedure, it was reported to the sales rep by the surgeon that during a laparoscopic partial nephrectomy the surgeon was not able to lock the lapraty clip in place on the 4-0 vicryl suture. He tried for several minutes and had to open an additional package of lapraty clips delaying the case. The procedure was delayed by ten minutes. The procedure was completed successfully with no adverse consequences for the patient. Devices were returning. No adverse patient consequences were reported. Additional information was requested.